Event description:
A male pt with hemochromatosis underwent a liver biopsy on (B)(6) 2013. Per complaint form: the physician stated that after he placed the quick core biopsy needle through the coaxial needle and fired the gun, it became "stuck inside the coaxial needle." He had to use an abnormal amount of force to separate the needle from the introducer. In the process the coaxial needle was pulled outside the liver capsule and necessitated the pt being re-stuck for the procedure to be completed. As a result of this, there was bleeding that occurred at the puncture site and the pt was in a lot of pain. The device did not remain inside the pt's body, however the pt had to experience add'l percutaneous sticks to obtain biopsy due to the experienced difficulty. In addition, the product contributed adversely to the procedure due to the bleeding at the biopsy sites.

Manufacturer narrative:
(B)(4). Method: review of complaint history, review of qc, review of trends. Results: product planning related, component related. Conclusion: operational context contributed to the event. No product was returned to assist in this investigation. These needles are final inspected per qc specs. The quick-core needles are purchased from a supplier without data or inspection. As previously stated, the product was not returned to assist in this investigation; however, an examination of devices in stock confirmed the customer's complaint. There appears to be a tight fit with certain combinations of the molded on the coaxial needle and the molded protector center on the qcs needle. Mfg engineering has been made aware of this event and is working to resolve the issue. Root cause is related to a tight fit among the components of the device. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.